Manufacturer narrative:
Investigation evaluation and corrective actions are in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: the run data file (rdf) was analyzed for this event. Signals in the rdf file recovery confirmed the presence of air in the line. The system operated as intended. The images indicate clumping in the collect port. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
The customer reported that they received an air in return line alarm about an hour into aplasma exchange procedure due to an obstruction. They aborted the procedure and continued on a different machine. The patient then had a blood pressure decrease to histolic 80, with a pulse of 65. The patient reported feeling anxious and stressed. A 100ml saline bolus was administered in response.patient information is not available at this time. The disposable set is not available for return for evaluation. This report is being filed due to medical intervention in the form of a saline bolus.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: based on the dlog analysis, air was present in the line, and the machine alarmed about the air as intended.

Event description:
Due to EU personal data protection laws, the patient information is not available from the customer.